Event description:
The patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient felt a jolt when using the transmitter. The patient received a replacement transmitter and antenna on (B)(6)2010 but the jolting continued. Finally the patient received a strong jolt and the stimulation stopped completely. Reprogramming was performed and new batteries were installed in the transmitter to resolve the issue, but still no stimulation was felt by the patient. The patient consulted the physician on (B)(6)2010, and a revision will be scheduled at a later date.

Manufacturer narrative:
Evaluation: the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.